Event description:
Patient reported right side having had "a lump or thickening in or near the breast or in the underarm area." Patient reported right side capsular contracture, baker grade iii and "moderate breast pain." Healthcare professional later reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 07/28/2010 and 04/25/2014. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken striated on anterior side assessed as surgical damage. Capsular contracture: unable to confirm as it is a medical event not related to the device. Lump/nodule: unable to confirm as it is a medical event not related to the device. Pain: unable to confirm as it is a medical event not related to the device. No further actions are required as the device was implanted.

Event description:
Patient reported right side capsular contracture, baker grade iii and pain. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade iii and pain.